Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) with papillotomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke during the second cutting process. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second ultratome xl, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) with papillotomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke during the second cutting process. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second ultratome xl, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the cutting wire was broken and blackened. There was no other issue noted. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is cause traced to component failure since the event was associated with expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.